Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. Data logs show a spike in motor current and active suction alarm, followed by low pump flow during the start of the case. According to clinical records, the pump was replaced after observing the motor current spike and decrease in pump flow. The cause of the low pump flow issue was most likely biomaterial, based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male noted as elective placement was implanted with an impella cp device for mechanical circulatory support. While the patient was transitioned to a bed there was a sudden drop in the impella flow and a decrease in pulsatility. The physician decided to reposition the device on the cathlab, and a kink was clearly visible (pigtails pushing towards the lateral wall). The repositioning of the pump was a success and there was a quick recovery of the impella flow. There was no patient harm.